Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 7F sheath hole prior to a transcatheter aortic valve replacement (TAVR) interventional procedure. Reportedly, a cuff miss "[suture retrieval issue]" was noticed with two ProStyle devices. An attempt was made with a third and fourth ProStyle device; however, resistance was noted when pulling the plunger and a cuff miss occurred with both of them. The sutures of two new ProStyle devices were successfully pre-placed. The sheath was upsized to a 16F sheath and the TAVR procedure was completed. Hemostasis was achieved with the pre-placed ProStyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely the needle to cuff miss was due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) or failure to maintain a stable position of the device with respect to the tissue tract. Suture snag likely contributed to the reported plunger retraction issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional ProStyle device referenced in B5 is being filed under a separate Manufacturer Report number.